Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("the right essure micro-insert had migrated/migration of essure device location of device/ stint just came out"), device expulsion ("one of the essure micro-inserts, presumably the right, had been expelled by her body with her menstrual cycle (suspecious)"), ectopic pregnancy with contraceptive device ("pregnancy (with complications) - ectopic pregnancy post essure placement/ tubal pregnancy "), cholecystitis infective ("serious gallbladder infections") and kidney infection ("serious kidney infections") in a 26-year-old female patient (gravida 3, para 2) who had essure (ess205) (batch no. 508291) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included gravida ii and parity 2 ((B)(6) 2000 and (B)(6) 2005). Concurrent conditions included overweight. Concomitant products included bupropion (wellbutrin). On (B)(6) 2006, the patient had essure (ess205) inserted. In 2006, the patient experienced menstrual disorder ("began to notice changes with her menstrual cycles"). On (B)(6) 2006, 5 months after insertion of essure (ess205), the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain/pain everyday on left side"), vaginal discharge ("vaginal discharge"), menorrhagia ("abnormally heavy menstrual bleeding/abnormal bleeding (menorrhagia)"), fatigue ("chronic fatigue/fatigue"), weight increased ("weight gain/weight gain") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced cholecystitis infective (seriousness criterion hospitalization), kidney infection (seriousness criterion hospitalization), dysmenorrhoea ("abnormally severe menstrual pain"), abdominal pain lower ("severe abdominal cramping/ lower abdominal pain/ horrible stabbing pain in lowwer left side."), vaginal infection ("chronic vaginal infections"), depression ("worsening of her depression"), uterine pain ("uterine pain") and weight decreased ("weight loss"). Last menstrual period was not provided. The patient was treated with surgery (on (B)(6) 2013 underwent a total hysterectomy and bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the device dislocation, device expulsion, ectopic pregnancy with contraceptive device, cholecystitis infective, kidney infection, menstrual disorder, dysmenorrhoea, vaginal discharge, vaginal infection, menorrhagia, depression, fatigue, weight increased, weight decreased and vaginal haemorrhage outcome was unknown and the pelvic pain, abdominal pain lower and uterine pain had not resolved. The reporter considered abdominal pain lower, cholecystitis infective, depression, device dislocation, device expulsion, dysmenorrhoea, ectopic pregnancy with contraceptive device, fatigue, kidney infection, menorrhagia, menstrual disorder, pelvic pain, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure (ess205). The reporter commented: as a result of the expelled essure device, the plaintiff underwent tubal ligation. Since the total hysterectomy and bilateral salpingectomy, most of patient symptoms have resolved, though some remain. Remaining left essure coil after removal of right side essure coil was likely cause of lower left quadrant pain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Hysterosalpingogram - in (B)(6) 2006: confirming full occlusion of fallopian tubes. X-ray of pelvis and hip - in 2006: right essure micro-insert had migrated. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jul-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("the right essure micro-insert had migrated/migration of essure device location of device"), device expulsion ("one of the essure micro-inserts, presumably the right, had been expelled by her body with her menstrual cycle (suspecious)"), ectopic pregnancy with contraceptive device ("pregnancy (with complications) - ectopic pregnancy post essure placement"), cholecystitis infective ("serious gallbladder infections") and kidney infection ("serious kidney infections") in a 26-year-old female patient (gravida 3, para 2) who had essure (ess205) (batch no. 508291) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included gravida ii and parity 2 ((B)(6)2000 and (B)(6)2005). Concurrent conditions included overweight. Concomitant products included bupropion (wellbutrin). On (B)(6) 2006, the patient had essure (ess205) inserted. In 2006, the patient experienced menstrual disorder ("began to notice changes with her menstrual cycles"). On (B)(6) 2006, 5 months after insertion of essure (ess205), the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain"), vaginal discharge ("vaginal discharge"), menorrhagia ("abnormally heavy menstrual bleeding/abnormal bleeding (menorrhagia)"), fatigue ("chronic fatigue/fatigue"), weight increased ("weight gain/weight gain") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced cholecystitis infective (seriousness criterion hospitalization), kidney infection (seriousness criterion hospitalization), dysmenorrhoea ("abnormally severe menstrual pain"), abdominal pain lower ("severe abdominal cramping/ lower abdominal pain"), vaginal infection ("chronic vaginal infections"), depression ("worsening of her depression"), uterine pain ("uterine pain") and weight decreased ("weight loss"). Last menstrual period not provided. The patient was treated with surgery (on (B)(6)2013 underwent a total hysterectomy and bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the device dislocation, device expulsion, ectopic pregnancy with contraceptive device, cholecystitis infective, kidney infection, menstrual disorder, dysmenorrhoea, vaginal discharge, vaginal infection, menorrhagia, depression, fatigue, weight increased, weight decreased and vaginal haemorrhage outcome was unknown and the pelvic pain, abdominal pain lower and uterine pain had not resolved. The reporter considered abdominal pain lower, cholecystitis infective, depression, device dislocation, device expulsion, dysmenorrhoea, ectopic pregnancy with contraceptive device, fatigue, kidney infection, menorrhagia, menstrual disorder, pelvic pain, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure (ess205). The reporter commented: as a result of the expelled essure device, the plaintiff underwent tubal ligation. Since the total hysterectomy and bilateral salpingectomy, most of patient symptoms have resolved, though some remain. Remaining left essure coil after removal of right side essure coil was likely cause of lower left quadrant pain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Hysterosalpingogram - in (B)(6) 2006: confirming full occlusion of fallopian tubes x-ray of pelvis and hip - in 2006: right essure micro-insert had migrated most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Lot number provided. New events added: ectopic pregnancy, device ineffective and abnormal bleeding (vaginal). Historical conditions added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("the right essure micro-insert had migrated"), cholecystitis infective ("serious gallbladder infections"), kidney infection ("serious kidney infections") and device expulsion ("one of the essure micro-inserts, presumably the right, had been expelled by her body with her menstrual cycle (suspicious)") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2006, the patient had essure (ess205) inserted. In 2006, the patient experienced menstrual disorder ("began to notice changes with her menstrual cycles"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), cholecystitis infective (seriousness criterion hospitalization), kidney infection (seriousness criterion hospitalization), device expulsion (seriousness criterion medically significant), dysmenorrhoea ("abnormally severe menstrual pain"), pelvic pain ("severe pelvic pain"), abdominal pain lower ("severe abdominal cramping/ lower abdominal pain"), vaginal discharge ("vaginal discharge"), vaginal infection ("chronic vaginal infections"), menorrhagia ("abnormally heavy menstrual bleeding"), depression ("worsening of her depression"), fatigue ("chronic fatigue"), uterine pain ("uterine pain"), weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (on (B)(6) 2013 underwent a total hysterectomy and bilateral salpingectomy). Essure (ess205) was removed in (B)(6) 2013. At the time of the report, the device dislocation, cholecystitis infective, kidney infection, device expulsion, menstrual disorder, dysmenorrhoea, pelvic pain, abdominal pain lower, vaginal discharge, vaginal infection, menorrhagia, depression, fatigue, uterine pain, weight increased and weight decreased outcome was unknown. The reporter considered abdominal pain lower, cholecystitis infective, depression, device dislocation, device expulsion, dysmenorrhoea, fatigue, kidney infection, menorrhagia, menstrual disorder, pelvic pain, uterine pain, vaginal discharge, vaginal infection, weight decreased and weight increased to be related to essure (ess205). The reporter commented: as a result of the expelled essure device, the plaintiff underwent tubal ligation. Since the total hysterectomy and bilateral salpingectomy, most of patient symptoms have resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2006: confirming full occlusion of fallopian tubes. X-ray of pelvis and hip - in 2006: right essure micro-insert had migrated. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.